Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the setscrews move freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits, and no noise was able to be reproduced when lightly manipulated. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported issues. Lead analysis was performed and revealed rv lead outer coil fracture and ra lead under insertion, which was suspected to be the root cause for their specific observations reported from the field.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this pacemaker system was explanted and replaced about 1.5 years after it was implanted. The right ventricular (rv) lead had observations of noise and possible insulation issues noted at explant. The right atrial (ra) lead had observations of high out of range pacing impedances that were greater than 2000 ohms and noise. The leads were both explanted and replaced successfully. However, when the new ra lead was inserted into header of the same device there were observations of noise. The physician decided to explant and replace the device as well. The whole system was explanted and replaced. No additional adverse patient effects were reported.